Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic laparoscopic sigmoid colectomy procedure, the physician was dissecting a tissue when the tip of the device broke off and fell inside the patient. The physician retrieved the device fragment with graspers. The intended procedure was completed with another similar device. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, the manufacturing date and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. A visual and microscopic inspection was able to confirm the reported complaint of tip break. The distal end of the device was inspected under a microscope and found approximately 15mm of the probe was detached and the missing portion was returned. The teflon pad inspected and found to be in good condition.